Event description:
It was reported that; the tip of the probe was broken before screw insertion during medical procedure. Spare product was used instead of it. Then the tip of the 4.5mm tap was broken and the broken particles were removed from the patient.

Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; review of the correspondence states that the surgeon says that the bone may have been hard. The most likely cause of the reported event is the overloading during the usage of the probe to break through patient's hard bones.

Event description:
It was reported that; the tip of the probe was broken before screw insertion during medical procedure. Spare product was used instead of it. Then the tip of the 4.5mm tap was broken and the broken particles were removed from the patient.